Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the dilator tip was found to have burs during usage on the patient after puncture. The device could not be used. A new device was used to complete the procedure.

Event description:
It was reported that the dilator tip was found to have burs during usage on the patient after puncture. The device could not be used. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one dilator and other various components for evaluation. Visual inspection of the dilator revealed that it had a deformed tip. The tip was torn and compressed. Microscopic examination confirmed the damaged dilator tip. The length of the dilator body measured 5.30", which is within specifications of 5.25-5.75" per dilator graphic. The outer diameter of the dilator body measured .157" which is within specifications of .156-.160" per dilator graphic. The inner diameter of the dilator tip was unable to be measured due to the damage on the sample. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "use tissue dilator to enlarge site as required." The customer report of a damaged dilator tip was confirmed by the complaint investigation of the returned sample. The dilator tip was torn and compressed, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.